Manufacturer narrative:
The (PMA/510(k) number): this report is for one (1) unknown 5.0 mm locking screw, part number and lot number is unknown. Without a part and lot number, the UDI is not available. (Therapy date): implant date is reported as (B)(6) 2016, exact date is unknown. Part of the screw remained in the patient¿s bone; device not considered fully explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a synthes 4.5 mm broad locking compression plate (lcp) plate, five (5) 5.0 mm locking screws, and two (2) 4.5 mm cortex screws to repair a right mid-shaft humerus fracture in (B)(6) 2016. Patient also implanted with a competitor¿s tibia construct at the same time. During routine follow up x-rays, it was revealed non-unions in both the tibia and humerus. Patient was returned to surgery on (B)(6) 2017 where surgeon removed the synthes hardware from the humerus. During hardware removal it was noted that one of the 5.0 mm locking screws was broken. The screw head was removed but the shaft remains embedded in patient bone. No other fragments remained in patient. Surgeon used the reamer/irrigator/aspirator (ria) to place a bone graft in the humeral non-union. Surgeon also removed the competitor¿s hardware from the tibia and revised the patient to a synthes tibia nail. Surgery was completed successfully with no delay and no harm to patient. Concomitant devices reported: 4.5 mm broad lcp plate (part number 226.571, lot 5162355, quantity 1), 4.5 mm cortex screw (quantity 2), 5.0 mm locking screw (quantity 4). This report is for one (1) unknown 5.0 mm locking screw. This is report 1 of 1 for (B)(4).